Event description:
Boston scientific received information that this device had a battery indicator of beginning of life ( bol) and had displayed 6.5 years of device longevity. However, remaining longevity was displayed as only 1 year. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and informed him that the gas gauge will move as the device depletes and the one year remaining and explant information are only visuals. No other adverse events have been reported. This product issue will be updated if additional information is received.